Manufacturer narrative:
Device passed the displacement test, rewind prime test, excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer reported insulin pump is chipped at the top of the reservoir compartment and the reservoir will not stay in. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.